Event description:
It was reported that high, out of range atrial impedance and noise were observed. Connection or lead issue was suspected. Reprogramming and reposition were recommended.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection noted silicone in the rv and svc set screw hex cavities. This material prevented full insertion of the torque driver into the hex cavity. The reported field event of high atrial pacing lead impedance was confirmed in the laboratory via review of pacing lead impedance trends. The reported field events of sensing and capture anomalies were not confirmed in the laboratory. The device was tested on the bench as well as using automated testing equipment, and no sensing, capture, or impedance anomalies were found. The causes of the sensing, capture, and impedance anomalies could not be determined. (B)(4).

Event description:
New information notes that the device was explanted and replaced. During explant, the atrial lead pin appeared to be completely pushed into the end of port. When the chronic atrial lead was tested with the device no sensing and no capture were observed and when tested through the system analyzer measurements were normal. The physician suspected the setscrew had loosened over time causing the issues with the atrial lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.